Event description:
It was reported that a patient experienced scarring and skin discoloration on the right nostril following a laser vascular treatment using clarity ii. Cynosure clinical investigated the event and determined it was inconclusive. Site failed to provide any additional information regarding the incident despite clinical's multiple requests for patient/treatment details. Patient photos were provided and reviewed by cynosure's medical director (md) who confirmed, "seeing a scar and a partially healed small thickness burn" and "expect this scar to continue to mature and get smaller but will likely always be there and will likely cause a contour irregularity". The device was evaluated and found to be operating as intended within specification. Root cause as to why the patient experienced scarring and discoloration is unknown since there is no issues with the device and clinical investigation was inconclusive. Additional virtual training was offered to the site by cynosure clinical. This is a reportable adverse event due to patient experiencing permanent injury.